Event description:
A customer contacted baxter's global technical service center about therapy on the homechoice machine during prime. The home patient (hp) stated he saw air bubbles, but not too many. The technical service representative explained that air bubbles should not be in the patient line. The hp stated the air bubbles in the patient line were very small. The hp continued with therapy on the cycler. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.